Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer stated that the AED has no voice response, only screen displays sc 5310. They did not report that this event occurred during patient use.